Event description:
It was reported via repair work order that the head left side rail was torn off from the bed. It was also reported that footboard lid was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.